Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump returned with moisture in the display lens. There was no corrosion observed in the battery compartment. Por¿s observed in the black box. No damage found to returned battery cap; it attaches securely to the pump. The pump has audible and vibratory but the display remains blank and does not go to the verify screen. Damage to the pump case was observed near the upper right corner between the display lens and the cover. Leak test fails due to damage to pump case. Removed pump cover; internal moisture damage confirmed in the pump. Returned battery cap/returned cartridge cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.